Manufacturer narrative:
The product is not available for evaluation and will not be returned and the lot number was not available therefore no DHR review could be completed. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient received a pneumothorax during a superdimension enb procedure, the patient was treated with chest tube and was hospitalized. The physician reported they could not see the biopsy needle on fluoroscopy which may have contributed to breach of the pleura. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Patient was hospitalized for two days and then released. Per physician the patient is currently doing fine. If additional information pertinent to the incident is obtained a follow-up report will be submitted.